Event description:
It was reported that the device classified several episodes as supra ventricular tachycardia (svt) due to the device algorithms. The physician felt that the episodes should have been classified as ventricular tachycardia (vt) episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead, (B)(6) 2004; 4196 implantable pacing lead; (B)(6) 2013. (B)(4).